Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Multiple attempts to gather additional information were performed, but to date no event updates have been forthcoming. Per the device¿s instructions for use, complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of bioprosthetic heart valves, and anesthesia include but is not limited to death (procedure-related, device-related, or unknown). In this case, the exact cause of death following the tavr procedure could not be determined. There is no allegation relating the patient¿s death to the sapien valve, and there is no evidence to indicate that the sapien was related to the patient¿s death. No corrective or preventative actions are required at this time. Should additional information be received, this case will be reopened and investigated.

Event description:
As reported by the edwards field clinical specialist, four days post successful transfemoral tavr procedure, the patient expired. The official cause of death is unknown.